Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the esc button was not working. Customer stated that heat may have possibly affected the insulin pump. Customer was able to clear the alarm. Customer also mentioned receiving no delivery alarms even though the insulin pump was delivering. Customer declined any further assistance. Customer's blood glucose reading at the time of the call was 129 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).